Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) stopped compressions when used with the battery sn (B)(4) was not confirmed during the functional testing, but confirmed during the archive data review. No device malfunction was observed during the testing and the battery worked as intended. The likely root cause relates to the stiffness of the patient's chest during the use of the platform. The autopulse used more power to compress the patient with a stiff chest, and therefore, the battery drained faster than usual/normal, which eventually resulted in the unexpected shut down of the autopulse platform. Also, the battery archive review confirmed the battery's mismanagement and charging practice by the user. The customer left the battery in the platform for an extended period and did not charge the battery before the patient call.upon visual inspection, no physical damage was observed and the battery status led's showed one amber light.the battery passed charging in a known good autopulse multi-chemistry charger. The battery remaining capacity post cycle charge was equivalent to four green lights. The battery was also tested in a known good autopulse platform with compression using a large resuscitation test fixture and passed the test with no issue.the battery archive shows multiple occurrences where the customer let the battery remain in the autopulse platform for an extended period. The customer left the battery in the platform for an extended period and did not charge the battery before the patient call.the autopulse power system user guide states: always charge a stored battery before placing the battery in active operation. The battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days. After every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery. A fully charged li-ion battery left in a zoll autopulse platform and/or shelf for an extended period will eventually discharge below its minimum operating voltage. A fully discharged battery will not display any led status lights and will fail to charge.

Event description:
As reported, during patient transport in the ambulance, the autopulse platform (sn (B)(4) ) was paused to check the patient's pulse, and when the crew attempted to resume the compressions the platform's screen went blank. They tried to push the power button without any change. Assuming that the battery was discharged, the customer replaced the battery and the platform was restarted and continue compressions until they arrived at the hospital. Per the reporter, they were able to pause the platform one more time without any issues. However, in the resuscitation room, the physician asked the crew to pause the platform to check the patient's pulse before moving the patient to the hospital bed. The platform's screen went blank again and the platform would not power on. After this, the hospital personnel took over chest compressions. No consequences or impact to patient. Please see the following related MFR reports: for autopulse platform sn (B)(4), see MFR 3010617000-2020-01203 for autopulse li-ion battery sn (B)(4), see MFR 3010617000-2020-01326.